Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "arterial catheter started malfunctioning within a very short period of time, i.e. 2-3 days after insertion. It was impossible to take or display blood pressure. It caused patient discomfort (resumption of blood pressure monitoring via non-invasive blood pressure measurement, less accurate real-time monitoring, blood samples could not be taken, resulting in more frequent punctures for the patient)." The patient's current condition is reported as "unknown".

Event description:
It was reported that "arterial catheter started malfunctioning within a very short period of time, i.e. 2-3 days after insertion. It was impossible to take or display blood pressure. It caused patient discomfort (resumption of blood pressure monitoring via non-invasive blood pressure measurement, less accurate real-time monitoring, blood samples could not be taken, resulting in more frequent punctures for the patient)." The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).